Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of infection, deemed not device related, is considered an unexpected adverse drug experience.

Event description:
Patient reported they were injected with juvéderm® volux¿ and juvéderm® volift¿ retouch in the chin. Approximately four months later, patient noticed a sensitivity to pain, as well as a slight swelling. Patient went to the dentist recently and since then has had an infection on lip, possibly herpes. The filler in the lip may have ¿reacted¿ as a result and let its effect on the chin take effect..." Symptoms ongoing. This is the same event and the same patient reported under patient identifier (B)(6) ((B)(4)). This emdr is being submitted for the suspect product, juvéderm® volux¿.